Event description:
Physician was pulling plunger of syringe to deflate balloon of catheter. As the catheter was withdrawn patient complained of pain and there was resistance of the catheter. After removal physician looked at balloon and noted balloon was "wrinkled." Patient voided after removal without problem.